Event description:
Drive medical has received a pt complaint about an incident involving a rollator allegedly distributed by (B)(4). It was initially reported that the pt sat down on the seat of the rollator and pushed himself backward. One of the wheels allegedly broke causing the pt to fall backward and hit his head. It was reported that the claimant had CT scan done but did not find any malfunctions. On (B)(6) 2012, drive medical received updated info from the pt. Allegedly the pt sustained a blood clot from the incident and received a brain surgery in (B)(6) 2012. He had remained in the hosp for over four months. This MDR report is based on the pt complaint.